Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during a catheterization procedure at the hospital, flocculent material was discovered adhering to the stylet while it was being withdrawn. Clinicians suspected contamination, and the catheter was discarded. No further information was provided. It was reported this occurred with two devices. This report addresses both devices.